Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer in resetting the pump, and the malfunction did not recur thereafter. The customer was advised to continue using the pump and to contact technical support if the issue reappeared.